Event description:
The customer reported that insulin from the reservoirs leaked. The blood glucose reading was 110mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected ten opened and used reservoirs. Performed prime test and reservoirs passed per specifications. No leakage anomaly were observed during analysis. Reservoirs connected and locked into place properly.